Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device change out procedure, it was noted that the atrial lead exhibited high capture threshold and was not sensing the intrinsic p-waves. The lead was capped and replaced on (B)(6) 2020. The patient was in stable during and after the procedure.